Manufacturer narrative:
Based on the currently available info we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No lot number has been provided therefore a manufacturing review is not possible. This MDR includes all patient, event and device info davol has received to date. If add'l info is obtained, a follow up MDR will be submitted.

Event description:
The following was alleged by the patient: the patient has alleged that she was implanted with a bard ventralex mesh on (B)(6) 2013, during a hernia repair surgery. She alleges that in (B)(6), she broke out in itchy hives all over her body. She reports that her surgeon prescribed benadryl, vistail and allegra, but the hives still persist. She was referred to an allergist, and alleges that he performed allergy testing on her with over 60 different agents, none of which tested positive. The patient has alleged that her allergist feels her symptoms may be device related. Her allergist has requested and been provided with a mesh sample for reactivity testing. As the event reported could require medical treatment, an MDR is being filed to document this event. As this time there has been no surgical intervention.